Event description:
It was reported the insulin pump alarmed motor. Customer's blood glucose was 120 mg/dl. Customer agreed to return the insulin pump.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Motor error alarms were not verified due to the keypad anomaly. The motor was tested outside of the insulin pump and it passed. The insulin pump had cracked batter tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked display window case at the corner, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.